Event description:
During a bone harvesting procedure, the graft filter was missing a plastic cylinder that diverts the bone graft to the sterile harvesting cup. Surgeon noticed the bone graft was not going to the proper place at the beginning of the procedure, surgeon removed the filter and could not find the plastic cylinder that diverts the bone graft. Surgeon selected another filter and completed the procedure.

Manufacturer narrative:
Additional info has been requested. Subject device is not an implant. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.